Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: stemmed tibial component / pn 00598800500 / ln 61953797. Stem extension / pn 00598802014 / ln 62075322. Tibial full block augment / pn 00598800510 / ln 61082063. All poly patella / pn 00597206535 / ln 62111796. Articular surface with locking screw / pn 00599404017/ ln 61163941. Stem extension straight / pn 00598801017 / ln 61933189. Next gen pre femoral / pn 00599003520/ ln 61806838. Next gen pre femoral / pn 00599003510/ ln 62106257. Next gen pre femoral / pn 00599003501/ ln 62113060. Next gen pre femoral / pn 00599003501/ ln 61812533. Antibiotic simplex stryker / pn 6197-9-001/ ln mbt018. This report is number 2 of 2 mdrs filed for the same event (reference 0002648920-2017-00078).

Event description:
It was reported that a patient underwent a left knee revision surgery approximately five years post -implantation due to loosening and pain, possibly caused by a periprosthetic fracture. There were no complications or delays reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be fled accordingly. Zimmer biomet will continue to monitor for trends.